Event description:
Since getting essure coils implanted I have been suffering from sharp/shooting abdominal area pains, migraines, confusion, forgetfulness, memory problems, hair loss, weight gain, vaginal and anal itching, irregular periods, nausea, vomiting, diarrhea, joint pain, muscle pain, foot pain, shingles, hives, dermatitis, staph infections, folliculitis, extreme exhaustion, fatigue, sleeping problems, depression, anxiety, blood sugar issues, lack of appetite, lack of ability to taste, developed new autoimmune type allergies.